Event description:
Patient s/p multiple shunt revisions, leaking from skin. Patient returned for catheter malfunction that was implanted ~3 weeks prior. Procedure done for hydrocephalus with shunt malfunction, skin breakdown and contamination with suspected infection. Surgeon notes "there appeared to be a partial proximal catheter blockage with the catheter that was removed." Catheter removed and external ventricular drainage system placed.